Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one device. The loading unit was received partially fired to the 7cm cut line. Microscopic inspection revealed damage to the knife blade. Functional testing noted no abnormalities the remaining staple line formed properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the loading unit and knife blade was applied over an obstruction during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection (lar) procedure. The tissue was held in the jaws and then it could not be fired. In order to resolve the issue and complete the case, replaced with another stapler. There was no patient harm. The patient status is alive, no injury.